Event description:
The patient reported an infection. Antibiotics were prescribed and the device was explanted on (B)(6) 2021. At the time of the implant procedure, the patient was pregnant and experienced vascular complications in the lower extremities during and after their pregnancy. The patient is currently doing well and no further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired device, not prepping the skin with an antiseptic solution, not irrigating the incision site, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the patient was pregnant at the time of the procedure. The clinical representative disclosed the patient was experiencing vascular complications in the lower extremities during and after pregnancy, which may have contributed to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient was pregnant at the time of implant (user error - clinician).